Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer attempted to change the insertion site, but she stated that she was blocked out and could not do anything. The customer's blood glucose was 259 mg/dl. The customer confirmed that the cannula was not bent. The customer was asleep when the alarm occurred. The customer stated that the alarm was resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.